Manufacturer narrative:
(B)(4). No product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined. If the sample is returned at a later date, a full investigation will be completed.

Event description:
It was reported by the clinical perfusionist that an incident where dried blood was found in the helium line. We assumed immediately that it was a balloon rupture, the pump was turned off and removed right away. Additional information received on 11/10/2016 the iab was removed and another iab was not inserted. The patient outcome was good with no complications.

Manufacturer narrative:
(B)(4). Sample not returned to the manufacturer.

Event description:
It was reported by the clinical perfusionist that an incident where dried blood was found in the helium line. We assumed immediately that it was a balloon rupture, the pump was turned off and removed right away. Additional information received on 11/10/2016 the iab was removed and another iab was not inserted. The patient outcome was good with no complications.